Manufacturer narrative:
Block h6: device problem code a0414 captures the reportable event of stent torn inside the patient.

Event description:
It was reported that, during a retrograde intrarenal surgery procedure, a contour vl stent was used. It was found that the tip of the bladder side was torn when advancing the pusher for stent placement. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.